Event description:
The filter did not deploy properly. The dome did not open, but the feet did. Another simon nitinol filter was placed. No further complications reported. The interim spindle formation has been determined to have no adverse affect on function and is described in the instructions for use.